Event description:
On (B)(6) 2011, clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient was experiencing an increased seizures activity over the past month. The patient previously had 1-3 seizures per month, but recently the patient was having 1-3 per week. The patient's vns settings were then adjusted. Clinic notes dated (B)(6) 2011 state that the patient had three seizures since the (B)(6) 2011 appointment. The patient's mother also reported that since the patient's vns settings were adjusted, the patient has not been feeling well, has hoarseness of throat, restlessness at night, and appears to have pain in the throat and ear regions in the mornings. The physician then referred the patient for battery replacement as the battery was believed to be at end of service. Good faith attempts for further information from the physician have been made but no additional information has been received to date. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(4) 2012 when it was discovered that the vns patient had battery replacement surgery on (B)(6) 2012. Good faith attempts for the return of the explanted generator to the manufacturer for product analysis were made but it has not been received by the manufacturer to date.